Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her sensor glucose readings. The readings were 40 to 50 points different. The customer experienced high blood glucose levels. Customer's blood glucose level was 600 mg/dl. The customer treated her high blood glucose level with the insulin pump. The reservoir had tiny air bubbles. The customer also experienced low blood glucose levels around 60 mg/dl. The insulin pump went into threshold suspend. The device was not returned.